Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient had seizures. It was unknown if the seizures were device related. No further information can be obtained.

Manufacturer narrative:
Additional information was received that the physician confirmed that seizures were not device or procedure related.

Event description:
A report was received that the patient had seizures. It was unknown if the seizures were device related. No further information can be obtained.